Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (severely tortuous vessel). Caused by another drug/device (device got caught in cell of deployed stent). No results available since no evaluation was performed (device evaluation in progress). Evaluation conclusion: conclusion not yet available- evaluation in progress. Unable to confirm complaint (device evaluation in progress). Device failure related to patient condition (severely tortuous vessel). Another device caused failure (device got caught in cell of deployed stent). (B)(4).

Manufacturer narrative:
Deformation problem.

Event description:
Evaluation summary: the device was returned to manufacturing facility. The haemostic valve connected to the working channel was not the original included in the package. The device was decontaminated and flushed. The balloons were tested under negative pressure and no leakage detected. Both balloons were then tested by inflating them with red water to 10mm (proximal balloon) and 6mm (distal balloon). No leakage/pinhole was detected after 30 minutes of inflation. The distal part of the shaft was analyzed and damage of the distal side of the exit port was detected. The bilumen tube was sharp due to device being caught in the cell of the stent during device removal. No other abnormalities detected on the device.

Event description:
Physician was attempting to treat a lesion in the carotid artery using mo.ma device to occlude the vessel. The lesion was stented using a non-medtronic stent. It was reported that the physician encountered difficulty removing the mo.ma device. The eca balloon got caught in the cell of the deployed stent. It was successfully removed eventually and the shaft was noted to be damaged approximately 3 cm proximal from the eca balloon. The patient had curvature vessel and the stent was placed in an upright position, which could have caused the mo.ma getting stuck in the stent. There was no injury to patient. Lesion site covered bifurcation of common carotid artery (cca) of internal carotid artery (ica) so that the stent was protruded to cca side from the bifurcated site. A slight difference in level of shaft at exit port of working channel would have been caught on the stent. It was eventually successful in removal without resistance after rotating the system, the stent was not deformed in this case. The target lesion is reported to be in the ica and covering the bifurcation site between ica and cca. The vessel is severely tortuous. The balloon fully deflated after deployment of the stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.